Event description:
As reported by hospital in a foreign country, during a pci procedure, air was noted to be entering the tubing of a fluid delivery set at the male leur fitting. No air was injected and there was no pt injury. The device was replaced and the procedure was completed. The used device will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received by the MFR. Therefore, a failure analysis is not available. Upon receipt of the sample / completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.